Event description:
The patient was initially treated for a right iliac aneurysm on (B)(6) 2015 with the implant of an afx bifurcated stent graft and an afx limb stent graft. This initial procedure is outside the indications of use due to the absence of an abdominal aortic aneurysm. Routine follow-up conducted on (B)(6) 2025 identified that although the iliac is stable, the aorta has grown enough to the point that there is a slight filling around the initial main body creating a abdominal aortic aneurysm but not into the right iliac artery. Reintervention was completed on (B)(6) 2025. It was later reported that the "slight filling" was coming from a type ia endoleak. The physician elected to implant an afx vela suprarenal and an ovation ix extender to resolve the leak. The final patient status was reported to be doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve additional reported adverse event/incident-related medical imaging. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the aneurysm enlargement and type ia endoleak complaints are unconfirmed. The additional endovascular procedure complaint is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as doing well post-secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.